Event description:
It was reported that the patient's implant electrocuted her, but if she turned stimulation too low then it didn't work for her. The patient noticed this issue about a month ago. The patient was also unable to make adjustment both with or without the antenna attached to the patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3093-28, lot# v79190,7 implanted: (B)(6) 2011, explanted: na. Programmer, model 3037, serial# (b)(40.